Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device photo evaluation: visual analysis of the photographs identified: white and red encapsulation. Red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture baker grade IV, double capsule and seroma-late.

Event description:
Physician reported capsular fibrosis - baker grade IV, double capsule and seroma. Device has been explanted. This relates to the left side.

Event description:
Physician reported capsular fibrosis - baker grade IV, double capsule and seroma. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified brown particles on the surface of the shell. Weight measurement identified device weight to the specification. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.